Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0d1er, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that 2 days prior to this call patient had a loss of therapeutic effect and no stimulation sensation. The patient was getting low battery on patient programmer. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.